Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that one day following bilateral lasik surgery, the patient presented with epithelial ingrowth in both eyes. The surgeon performed a bilateral flap lift and rinse. The patient did not report any symptoms. The event resolved with the treatment, six days later. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of the treatment. The preventive maintenance was performed regularly. Review of the logfiles for the day of treatment shows all treatments were successfully finished at that day. The logfile for the treatment related to the reported event shows the energy is stable. The user operated surgery with the recommended setting and performed energy check within recommended timer range. The treatment finished without any error or warning message. No abnormalities during this treatment that could have contributed to reported event. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).